Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 was not detected on bus and sensing closed. A field service engineer (fse) found that main drawer 3 was not detected on the bus and identified medication present on the interface board. Fse removed the medication, after which drawer 3.1 was sensing closed while 3.2 was not sensing closed. Fse replaced the interface board, noting that one interface board was damaged. The customer verified the fix by accessing the drawer in the application, and proper functionality was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 was not detected on the bus and hardware had failed. The customer attempted to reboot but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.